Manufacturer narrative:
Product analysis: the complaint was unconfirmed. No anomalies were found in the parsing file. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer software locked up and became unresponsive, during use. It was noted that the programmer had to be rebooted to restore functionality. The programmer was returned for service. No patient complications have been reported as a result of this event.